Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture." "Microcalcifications." "Capsular contracture baker grade IV."

Event description:
Patient reported left side "rupture." It was later reported "microcalcifications." It was later reported "capsular contracture baker grade IV." The device remains implanted.

Event description:
Patient reported left side rupture, microcalcifications, and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6